Event description:
It was reported the lead was capped and a new lead was implanted due to low pacing lead impedance. The patient condition was stable during and post procedure.

Manufacturer narrative:
(B)(4).